Event description:
It was reported that the impedance measurement had risen to high values. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4047 boston scientific lead, implanted 2004-(B)(6), 4047 boston scientific lead, implanted 2008-(B)(6). (B)(4).